Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the reportable malfunction pto leak. Since this reportable malfunction is associated only with the kit, this MDR will be only against the kit. A batch record review for kit lot p320 was conducted. There were no non-conformances associated with this complaint. This lot met all release requirements. A review of kit lot p320 shows no trends. Trends were reviewed for complaint categories alarm #57: return pump (#3) error and pto leak. No trends were detected for these complaint categories. An investigation has been performed based only on the customer complaint description; neither the kit nor any kit components were returned. No photographs were provided for evaluation either. The pto leak could not be verified, and therefore, neither could the root cause. No further action is required at this time; this investigation is now complete. (B)(6) jm 18/may/2026.

Event description:
The customer contacted therakos to report that an alarm # 57: return pump (#3) error and a pump tubing organizer (pto) leak occurred with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Approximately 1050 ml of whole blood had been processed. The ecp treatment was aborted, and residual blood was not returned to the patient. Treatment was starting elutriation when alarm #57: return pump (#3) error occurred. The customer reset the alarm and noted the pump was not turning properly when the pump tubing inside the organizer broke. The customer was not able to clearly articulate which section broke. No pictures were taken, and the kit was discarded. The patient has been reported to have been stable. No patient harm has been reported.